Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The power module was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not charge to shock as expected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device would not charge to shock as expected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Correction: initial report 0003015876-2022-01636 incorrectly indicated field h10/h11 was additional manufacturer narrative and corrected data - the correct selection should be: additional manufacturer narrative stryker's product access center further evaluated the device's power pcba and was unable to duplicate the reported issue.